Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe that needle hub separated. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle/shied separation from the barrel. According to the customer's verbatim report, the needle that was inside the shield was separated from the barrel.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe that needle hub separated. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle/shied separation from the barrel. According to the customer's verbatim report, the needle that was inside the shield was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned several images of a 0.3ml, 29 gauge, syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1123341. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Analysis of sample: based on returned sample analysis from complaint handling department, the sample was examined, and the syringe was returned with the hub-needle/shield assembly separated from the barrel. Process: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there were zero (0) notifications noted that pertained to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Corrective action: CAPA 1630423 has been opened to address this issue. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.